Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant information be rec'd a supplemental form will be completed.

Event description:
It was reported that the touchscreen displays multiple colored lines. There was no impact to customers' blood glucose levels.